Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer was unable to feel stimulation at 6 v on two settings, which occurred post-op after a battery replacement. Impedance check at 300 usec and 1 v was done. All electrode combinations were greater than 4000 ohms other than c+ and 0-, so this setting was used and the consumer felt it mi d-perineum. It was noted would try other combinations later to see if this was just a post-op swelling type phenomenon. Factors noted to have led to the event was possibly swelling and saline use intraoperatively. Interventions/actions noted as programmed the c+0- with normal impedances. The issue was not resolved at the time of the report.